Event description:
Journal reference: york mk, dulay m, macias a, et al. Cognitive declines following bilateral subthalamic nucleus deep brain stimulation for the treatment of parkinson's disease. J neurol neurosurg psychiatry. 2008;79(7):789-795. We investigated the cognitive, and psychiatric outcome 6 months after bilateral subthalamic nucleus deep brain stimulation (dbs) for the treatment of parkinson's disease (pd) using a disease control group. A total pts who underwent dbs were compared with medically treated pts with pd at baseline, and at 6 months for neuropsychological measures. Reportable event: one pt who did not return for their 6 month follow-up due to psychological distress was not included in these analyses. This pt was a man who denied depression at baseline, but reported experiencing a single bout of depression, ameliorated with psychotropic medication, immediately after he was diagnosed with pd 19 years earlier. This pt refused to particulate in his 6 month follow-up; his family described him as "depressed and inactive". See mfg report 2182207200805638.